Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding spike set. The customer states that the patient reported a leak at the junction of the set.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis however a possible root cause could be a dimensional gap between the connector and tubing. A corrective action was opened at the manufacturing site to improve the dimensional gap between the cross spike connector and tubing to help mitigate leaking. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.